Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The event that occurred on (B)(6) 2016, was previously reported to the FDA under MFR# 2031527-2016-00385. The event that occurred on (B)(6) 2017, was previously reported to the FDA under MFR# 2031527-2018-00049.

Event description:
Initial procedure was performed on (B)(6) 2016. Patient was treated with implant of an afx bifurcated stent graft, two afx vela suprarenal, an afx vela infrarenal and a afx limb stent graft. In (B)(6) 2016 the patient had a ruptured aneurysm and it was reported the physician repaired the rupture and confirmed the presence of the av fistula and implanted an aortic extension into the ivc. On (B)(6) 2016 a follow up showed an endoleak in the distal aorta communicating from the ivc. Physician is planned to coil the aneurysm. At the time the patient was reported to be in stable condition. On (B)(6) 2017 it was reported the patient had a type 1b endoleak. The physician elected to implant an additional limb extension in the right iliac artery to seal the endoleak. During the procedure the wire manipulation during the delivery of the limb extension caused an intraoperative unknown endoleak in the distal aorta between the left iliac limb of the main body and the initial left iliac limb extension. The physician implanted an additional bifurcated stent, a non-endologix stent inside the newly placed bifurcated stent and an additional limb extension in the left iliac artery. At the completion of the procedure there were no endoleaks observed. The patient was reported to be doing well post procedure. On approximately, (B)(6) 2018, physician reported that the patient had continued sac enlargement. On an unknown date the physician elected to preform and aui on the right with a fem-fem bypass to the left. Patient has since been seen and is reported as doing well. No additional event or patient information is available.